Event description:
It was reported that the patient presented in-clinic after thinking he had received therapy. Therapy was not delivered, but low sensing and elevated capture threshold were found. Rv and atrial lead dislodgement was found via fluoroscopy. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.